Event description:
According to the customer, on (B)(6) 2025 when disconnecting the tube from the blood collection device the "needle from the butterfly that goes into the tubes was sticking out of the top of the tube."

Manufacturer narrative:
According to the customer, on (B)(6) 2025 when disconnecting the tube from the blood collection device the "needle from the butterfly that goes into the tubes was sticking out of the top of the tube." The customer reported after the incident occurred the patient was "re-stuck" using a new device to finish blood collection. The customer did not report any serious injury related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.